Event description:
It is reported that the surgery was delayed 30 minutes when the surgeon had to bend the drill guides in order to get them to seat in the glenoid.

Manufacturer narrative:
This report will be amended when our investigation is complete.